Event description:
It was reported that two screws fractured in the spine. Patient outcome: screws were removed, however fragments remain implanted.

Manufacturer narrative:
(B)(4): design history records were reviewed and it was determined that the plate and screws were manufactured to the design specified requirements. Items are not available to allow for a comprehensive evaluation.